Manufacturer narrative:
The complaint is recorded with zimmer biomet under (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On january 26, 2017, it was reported that the device produced poor mesh quality and the gears were severely damaged. On february 6, 2017, it was clarified that the issue occurred on (B)(6) 2017 and that facility is a cadaver tissue bank so there will be no clinical follow up. On (B)(6) 2017 it was further clarified that the event occurred during the meshing of donor skin grafts. The event was not identified upon opening the device for first use and the event did not occur during the first use of the mesher. It was also noted that a second sterile mesher was used to complete the processing of the donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 6, 2016 where it was reported that the device produced an incomplete mesh and the worn bushings, worn side plates, gears, damaged hardware, and roller were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on january 31, 2017 revealed that the gear and roller were damaged and it was also noted that side plates were gouged. The device was unable to be pretested due to the gear being damaged. The customer cutters 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both met all testing requirements. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut after the damaged gear, collars, bushings and retaining rings were replaced. The 2:1 ratio cutter, serial number (B)(4), produced a passing cut after the damaged gear, bushings and retaining rings were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed due to the damaged gear. No testing was able to be performed due to the damaged gear. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device produced poor mesh quality and the gears were severely damaged while meshing a donor skin graft during a cadaver lab.